Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) had reported a device malfunction during a normal follow up. The patient was undergoing radiation therapy, which may have contributed to this device state.